Event description:
A pt was treated on 4/18/97 into the nasolabial folds, the roots of the nose, and the glabella. The pt left the office and on her way to the parking lot, she developed nausea. She sat in car for awhile until her stomach felt better. She then developed vomiting, a headache, and pain in the upper eyelid, and pain upon moving her eyes. She denied bruising or swelling in the upper eyelids. She reported her vision was altered but she could see in both eyes. He prescribed a phenergan suppository and told her to go to an ER. Later the same day, the pt developed a blue streak from the glabella up the forehead. The physician instructed the pt to apply ice and massage the area. On 4/19/97, the pt was doing quite well; many of her symptoms had cleared except for a bruise at the inner canthus right eye. The pt did not go the ER. On 4/23/97, the physician noted light, stippled crusting 1 x 1.5cm above medial end of right eyebrow, and a smaller, lighter patch of crusting 1cm x 3mm in mid forehead, 4 cm away from injection site. He instructed the pt to apply topical polysporin. He believed the crusting was due to a vascular event. She had pain on turning her head and moving her eyes to the right. The extraocular movements were full and there was no weakness on gazing to the extreme right end left. He noted equal and reactive pupils and the fundi were normal on each side. The physician believed the systemic symptoms were related to the local vascular event. He also noted reddening of the middle third of the right lower lid margin. He thought this was probably not related to the collagen. By telephone, the symptoms were improved and she obtained some gentamycin ointment for the redness at the lower eyelid. The pt was to contact the office on 4/25/97, but they had not heard from her.